Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corners, cracked display window, cracked reservoir tube, cracked reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads, scratched lcd window, partially broken reservoir tube lip and missing the reservoir tube lip o ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal rates. Customer does not recall any significant events leading to the error. Customer indicated that they had been recently hospitalized for diabetic coma with high blood glucose of 1000 mg/dl. Troubleshooting was done for motor error but customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.